Manufacturer narrative:
The field service engineer inspected the device and the alleged malfunction could not be duplicated. The software was upgraded to the current level. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator screen become frozen. There was no patient involvement at the time of the event.